Event description:
A user reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): a user reported that there was a failure to alarm for low nibp. No pt harm was reported. The device passed all testing by the hospital staff. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.